Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly the laser unit used was a lumenis p120 console with laser settings of 0.3 joules and 70 hertz. According to the complainant, during the procedure and outside the patient, the laser fiber body broke near the laser unit. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva ID tractip 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 15 cm from the top of the connector to the break. The second piece measured approximately 302 from the break and includes the entire distal tip. The fiber was kinked. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-02532 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use for a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 120 watt console with a laser settings of 0.3 joules and 70 hertz. According to the complainant, during procedure and outside the patient, the first fiber was used received an error message on the laser, fiber not detected. The second fiber broke. It broke on the end, closer to the laser. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no reported patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.